Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) and remote network station (rns) were experiencing communication loss. No patient injury or harm was reported. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. The following fields are not applicable (n/a) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g8 g6 h7 h9 the following field contains no information (ni), as attempts to obtain information were made, but not provided. D11 & c2 concomitant medical devices: rns: no model or serial provided. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative corrected information: initial reporter address: changed from: (B)(6).

Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) were experiencing communication loss. No patient injury or harm were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) and remote network station (rns) were experiencing communication loss. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: rns. No model or serial provided.

Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) were experiencing communication loss. No patient injury or harm were reported.